Event description:
The lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter reading inaccurately high compared to her feelings/normal readings. The medical affairs specialist mailed a letter since the patient/reporter could not be reached by telephone. The issue first started at 10:00 am in early 2009. The patient obtained a 173 mg/dl on the reported meter. The patient claimed that she developed symptoms of feeling sweaty and hot at 10:30 am. The patient received phone advice from a health care professional to eat/drink at 10:45 am. She then tested on a one touch ultra meter at 11:00 am and obtained a 107 mg/dl. The patient claimed that she ate food/drank a beverage at 1:30 pm. The customer care advocate (cca) discovered that the patient was using incorrect testing technique. The meter, test strips, and control solution were replaced. This complaint is being reported as the patient allegedly developed hypoglycemic symptoms following the onset of the reported issue. Based on patient's allegation, the reported result of 173 mg/dl does not correlate with the reported symptoms, which may have attributed to delay of treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.